Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and it was reported the catheter split and was replaced. The event date was noted (B)(6) 2019 (month and year valid). No symptoms were reported. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (1 mg/ml at .2503 mg/day) and bupivacaine (5 mg/ml at 1.2515 mg/ml) via an implantable infusion pump. It was reported that while assessing a potential cerebral spinal fluid leak the hcp picked up a potential leak from the catheter due to contrast being visually separate from the catheter tip during a dye study. The spinal segment of the catheter was replaced and the portion of the catheter where there was a concern was ligated and remains in the patient. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The issue was reported as resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.